Event description:
Customer reported receiving readings of 140, 70, and 147 on their freestyle meter while experiencing symptoms of hyperglycemia. Paramedics were called and the customer was transported to the hospital where they received an i.v. As treatment. Customer did report eating between the mentioned readings received.